Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported not detecting an open door which was reproduced. The device not detecting an open door was verified and found to be caused by the upper hook switch failed to function normally. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door. There was no known patient injury or medical intervention associated with this event. No additional information is available.